Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head doesn't fit and comes off whilst brushing teeth. No adverse event. Case description: a female consumer of unspecified age reported via e-mail on 21-dec-2016 that the oral-b brushhead, version unknown didn't fit and came off while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. The consumer stated that she'd only had her electric toothbrush for over a year, and it seemed to be faulty. No symptoms developed.